Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's charger caught fire and melted while plugged into a power bank. It was not specified whether an insulet-supplied charger was being used at the time of the event or if the omnipod 5 controller was also affected. No harm to the patient was reported and no medical assistance was required. No damage to further property was reported. A replacement charging cable was issued to the patient.